Manufacturer narrative:
Product analysis ped2-475-16, item:10,lotno:b763029 ¿as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex shield device was returned within the phenom 27 catheter. Damage location details: the pushwire was returned extending out from catheter hub. In addition, the distal braid, sleeves and tip coil were deployed from distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield device was pushed out from catheter without issue. The total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal as the distal and proximal ends of pipeline flex braid were fully opened and damaged. Damage to the braid identified during analysis could have occurred due to resheathing of the pipeline flex shield more than two times. It was reported that the pipeline was resheathed three or more times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no particular resistance. Continuous saline flush was administered and maintained as indicated in the instructiosn for use (IFU). There was no damage to the to th stent or catheter observed after removal. In an attempt to open the pipeline there was repeated unsheathing and resheathing 2-3 times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e - reporting physician identity is not provided to medtronic due to japanese privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline (ped) flex embolization stent failed to entirely deploy from the distal to proximal. The patient was undergoing treatment of a saccular, unruptured right internal carotid (ic) ophthalmic aneurysm with a max diameter of 7mm and a 4mm neck diameter. It was noted the patient's blood vessel tortuosity was normal. The landing zone was 3.8mm distally and 4.7mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. There were no postoperative findings related to blood flow contrast it was reported that during the deployment of the ped, poor expansion was observed at the distal end of the stent (initial deployment at m1). Even after performing long unsheathing, the midsection of the stent in m1 did not open. The sleeve was not removed. The stent was lowered to an ic with more space, but it still did not open. Unsheathing and resheathing were repeated to encourage expansion. At this point, the sleeve was removed, but poor expansion persisted from the tip to the midsection (almost no part was open). Even after unsheathing up to 70% of the maximum stent, it did not open. The stent, along with the phenom27, was retrieved, and unsheathing was performed in saline, but it still did not open, leading to the determination that it was a defect. The pipeline located in the center tortuosity of the blood vessel. Less than 50% of the pipeline was deployed when it failed to open and was resheathed three or more times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom27150 and phenom plus microcatheters, fubuki 5f dilator 80 guiding catheters. 2025-06-16 email, ared (rep, hcp, for, oth): no new event information received.